Event description:
It was reported that the lead had an apparent fracture and that the lead integrity alert triggered. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. Analysis results revealed an outer insulation breached depression was present. Blood/body fluid was present on the outer tubing overlay and in/on the helix mechanism. In addition, it was noted that the defib conductor was distorted, the outer tubing overlay was melted, and the outer insulation was breached cut.